Event description:
It was reported by patient's attorney that patient underwent right total hip arthroplasty in 2007. At about 10 months post-op, patient began experiencing pain and was revised in 2008, wherein loosening of the cup was noted.

Manufacturer narrative:
Information was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.